Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is performa nano system. Strips are not available for return.

Event description:
Caller reported hi, which on the system indicates a result in excess of 600 mg/dl, on mobile system and 252 mg/dl on performa nano system within 10 minutes. No adverse event was reported. Strips are not available for return.